Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the product noted that the pivot pin was twisted and the rest of the tool was broken into pieces. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition can be caused by excessive torque of the manual retract tool. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to sleeve gastrectomy, the reload automatically articulated to the left after loading without pressing any buttons. Also, after trying to cycle, the jaws would close completely, but when trying to open, it would only partially open. It made noises as if it was trying. Manual retraction was attempted but the blue unload button on the adapter was also stuck. Therefore when trying to use the manual retraction tool, it was very tough and we could not return the jaws back to the original position (from it's articulation) or open the jaws completely. The manual retraction tool also broke. When, the adapter and reload were replaced, the same handle and shell were used and case was completed successfully. There was no patient involvement.